Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the hub of the cap and the connecting piece of a one-link needle-free IV connector. The leak occurred on the shorter end of the tubing. The device was being used with either antibiotics or short term medications. The device was attached to a non-baxter power injectable infusion set. There was no patient injury or medical intervention associated with this event. No additional information is available.